Manufacturer narrative:
By checking the dhrs of the lot# involved, no anomaly was found on a total of: (B)(4) fem. Modular head manufactured and sterilized with lot #1880271 ster.1800086; (B)(4) delta protr.liner manufactured and sterilized with lot #1606735 ster.1600166. By the analysis, we can state that all the components have been properly sterilized before being placed on the market with the same lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection occurred on (B)(6) 2019. Primary surgery was performed on (B)(6) 2018 and was due to fracture of the femoral neck. During revison, the following components were explanted: fem. Modular head - l ø36mm, cod. 5010.42.363, lot #1880271. Delta protr.liner øint 36mm #l, cod. 5886.51.260, lot #1606735. Pl3 hip - stem #5 h=153mm, not marked in USA. Delta-pf acetab.cup ø54 mm, not marked in USA. Event occurred in (B)(6).